Event description:
Pt had a radiofrequency neuro ablation of the lateral femoral cutaneous nerve. During the procedure the pt complained of a burning sensation at the area of the grounding pad. The procedure was stopped and the grounding pad removed. Blistering was observed on the skin when the bovie pad had been removed.